Event description:
The essure - contraceptive device; after the device was put in that month I had excessive bleeding and cramps pain in my body. As soon as essure was put in that month my periods became unbearable, excessive bleeding, excessive pain, cramping and in my body. I never had a heavy or painful period before they explanted this device. Is the product over-the-counter: no. Date the person first started taking or using the product: 8 years ago. Excessive bleeding. Excessive cramps. Pain in my body.